Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported a pt with a tilted intraocular lens (iol) following implant surgery. Additional info has been requested.